Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿popcorn on the left side¿ and rupture.

Event description:
Healthcare professional reported rupture and "popcorn." The device has been explanted and replaced. This record relates to the left side.

Event description:
Healthcare professional reported left side rupture and "popcorn." The device has been explanted and replaced.

Manufacturer narrative:
"Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided."